Manufacturer narrative:
The investigation into the of the purge leak ¿ pump and the high purge pressure issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The root cause of the purge leak-pump is most likely due to damage to the joint to reservoir filter, but it could not be confirmed due to lack of product returned.

Event description:
The user facility reported a 65 year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support. Due to a hairline crack between the pressure relief valve and the bacterial filter, purge fluid leaked out. After several attempts, the crack was finally glued and the decision was made to continue using the implanted pump, despite a notable purge flow of 1.8 and purge pressure of 1088mmhg.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.